Event description:
It was reported by the customer, during preparation for use, the high-definition camera head presented no image. There was no surgical delay. No patient harm reported. No additional information was provided.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. When the camera head was connected to the otv-s190 processor, there was no scope image, which was found to be caused by a faulty camera cable. A known good camera cable was fitted, and the image appeared from the camera head. The image quality was poor due to faulty pixels within the charge-coupled device. The camera cable boot near the control switches was cut. The water leakage test failed due to a leaking cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ was not reproduced at the repair department. However, it was determined that the image was not displayed likely due to a water invasion that seeped through cuts on the cable causing temporary damage of electronic circuit. It was recommended the camera is passed to the workshop for replacement of faulty camera cable, replacement of defective charge-coupled device (ccd), complete adjustments, full inspection and electrical safety test. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store the camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.